Event description:
It was reported that a patient experienced a painful shocking or jolting sensation after turning on stimulation after an MRI. It was stated that the patient felt like stimulation was at a '10' and every time she turned it on it hurt her. It was stated that the patient's symptoms are located around the perineum area. The patient's programs were: program 1 at 2.7v, program 2 at 4.8v, program 3 at 1.8v, and program 4 at 0.9v. The patient was using program 4. The patient turned all the programs to 0.0v. Then she slowly turned program 4 up to 0.5v and left it there. It was stated that the patient was not feeling any shocking or painful stimulation with that change. It was later reported that, after the patient received assistance, her concerns were successfully resolved. No further information was received.

Manufacturer narrative:
Product ID 3889-28, lot# v876548, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).